Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. It was found that the audible tone/beep function on the insulin pump was working correctly. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated that she was taken by ambulance to the hospital due to diabetic ketoacidosis. The reported blood glucose reading at the time the paramedics arrived was 499 mg/dl. The customer stated that the paramedics treated the high blood glucose and at the time of hospitalization the blood glucose reading was 398 mg/dl. The customer stated, that she was aware that she had received a low reservoir alarm, but that she went to sleep because she expected the insulin pump to alarm when the reservoir was empty. Troubleshooting was performed and it was found that the insulin pump had alarmed when the reservoir was empty, however, the customer stated that she did not hear an audible alarm. It was found that the programming was correct on the insulin pump and that the customer had last changed the infusion set five days prior to the event. The customer stated, that she was only using the insulin pump to delivery the basal rates and she was treating for food with manual injections.